Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patients device was reprogrammed, however, the reported issue persisted. The patient underwent a lead revision procedure where the lead was explanted and replaced. The patient was doing well post-operatively. The explanted lead was not returned for analysis, as it was discarded by the facility.